Event description:
Information received with return of the device notes that after being placed in the pocket, the patient experienced muscle stimulation that could not be controlled. Therefore, a new device was placed.